Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl. Customer alleged pump was not delivering insulin. Customer changed the infusion set and an insulin pen was used to address bg. As tandem technical support was not contacted at the time of the event, recommendation was made for customer to consult with healthcare provider.